Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. The device was at elective replacement indicator (eri) when received. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The cause of the high input current was found to be a hybrid anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and the battery longevity estimation was one year until elective replacement indicator (eri) level. The physician suspects premature battery depletion. Abbott technical support was contacted and also suspected premature battery depletion. The physician elected to monitor the patient. The patient was in stable condition.